Event description:
Customer reported that on two occasions, (2009) his wife noticed he was diaphoretic, delirious and having a seizure. Paramedics were called and they did a glucose test on an unk brand of meter. They received a reading of 37 mg/dl vs. A reading of 240 mg/dl on the customer's freestyle flash blood glucose meter, within 10 minutes of each other. Customer reported receiving a medicine to bring up his glucose (name unk). He also self-treated by drinking orange juice. There was no report of death or permanent injury associated with this event. It is unk if the paramedics were called on both occasions.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: multiple attempts have been made to gather additional info about this event without success. It is also of note that it is unk if the meter was calibrated correctly.